Event description:
Failure was indentified as a "focal neckdown" which may result in failure of the delivery catheter balloon to completely deflate following stent deployment. A focal neckdown occurs when the distal segment of the outer catheter shaft just proximal to the proximal balloon bond region "necks" or narrows into the inner shaft and restricts the flow of contrast media through the inflation lumen into and out of the balloon. As part of the corrective action for the focal neckdown issue, boston scientific introduced an in-process reticle inspection for focal neckdown. The inspection specification requires that the distal outer shaft have a minimum outer diameter (od) of >0.030 mm. In addition, preventive action was implemented to change the distal bond laser alignment by 0.4 mm. These combined control measures were established to reduce the possibility that product will experience a manufacturing-related focal neckdown. It should be emphasized that a focal neckdown is not the only cause for deflation defficulties. There are various causes for a stent delivery system catheter to fail to deflate (or deflate slowly) following successful stent deployment. Specifically these are related to the clinical procedure and include the following: use of excessive tensile force during insertion and/or removal of the catheter during the procedure, the practice of direct stenting, a kink or twist in the catheter shaft, dried contrast media in the inflation lumen, or a compression or "buckling" or the inner shaft. The stent was successfully deployed, however, the balloon would not deflate and was "hung up" on the stent. The physician pulled back to remove the balloon, the guide catheter was sucked into the vessel and the wire tip broke off and remains in the pt's heart. The pt was stable and was discharged from the hospital. The stent was fully deployed, however, the balloon would not deflate and remained inflated within the pt for approx. Four minutes. The physician was able to deflate the balloon by negative pressure maneuver. Pt complications during the event included vessel dissection, EKG changes and chest pain. The pt was reported to be in stable condition. The devices (without the stent) were returned from the customer and analyzed by boston scientific. Evaulation of the delivery systems could not conclusively determine the root cause of the events. The catheter shaft was examined for damage or material defects that could have contributed to the deflation difficulties and none were identified. Each catheter was tested for deflation rates and a consistent deflation time was achieved that was within product specifications. The proximal balloon weld site was measured for each of the devices and the results indicated a focal neckdown had not occurred. Manufacturing records for both lots were reviewed with no evidence that the product did not meet specification upon release. Both lots were manufactured with the reticle inspection corrective action.

Event description:
During a coronary drug eluting stenting treatment procedure, there was severe difficulty deflating the balloon. The long, 90% stenosed, non-calcified, non-tortuous proximal lad lesion, was predilated with a 2.5x15mm maverick balloon. The taxus express2 3.0x20mm drug eluting stent was easily placed and deployed without difficulty @ 18 atm's for 20 seconds for full expansion of the stent. When the physician attempted to deflate the balloon, it would not deflate. The physician tried a "double evacuate" technique by using maximum negative pressure twice. This was done by closing the balloon catheter, emptying the air from the inflator, repositioning the inflator and using maximum negative pressure again. This was ineffective. He tried exchanging inflator and performed same maneuver with no success. The physician attempted to rupture the balloon by inflating balloon to 30 atm's and it did not not rupture. He then repeated the negative pressure maneuver and the balloon deflated. The balloon had been inflated for a total of approximately 4 minutes. The physician reported there was no circulation in the lad during this event. The delivery system was removed fully intact. The stented area was now slightly overdilated and a taxus 3.0x8mm stent was placed for a suspected dissection. The end result was good. The pt had EKG changes and chest pain during the procedure. The pt continued to have chest pain for about 10 minutes after the procedure. The reopro infusion was discontinued due to the risk of tamponade. Pt is reported to be in satisfactory condition.